Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: during testing, the display was not observed to be dim or fading. Unrelated to the complaint, a vertical line through the display was observed. The screen was replaced with a test display, which functioned properly, indicating a failure of the display flex. Additionally, the battery compartment was observed to be cracked.